Event description:
Patient dislocated and required revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Duplicate report.

Manufacturer narrative:
This is a duplicate report number of 1818910-2012-08454. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.